Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17755383l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: carto 3 system, us, serial #: (B)(4). Smartablate generator, us catalog #: m490007, serial #: (B)(4). Smartablate pump, us catalog #: m490008, serial #: (B)(4). 4.non biosense webster, inc. - 10f acuson. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a retroperitoneal hemorrhage requiring paracentesis. Post-procedure, the patient became hypotensive and retroperitoneal bleeding was confirmed via echocardiography. Paracentesis yielded an unspecified volume of fluid. There is no information regarding extended hospitalization, patient outcome, or the physician¿s opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on the event on march 14, 2018. The patient was a (B)(6) year-old female weighing (B)(6) lbs. No transseptal puncture was performed. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. The patient required vascular surgery. The patient also required extended hospitalization in the intensive care unit (ICU) and the ward as a result of the adverse event for recovery from surgery. The patient fully recovered. Patient factors cited that may have contributed to the adverse event include tortuous femoral artery anatomy. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Per the additional information received, added the patient consequence code of ¿no code available¿ to represent ¿surgical intervention¿. Also updated the fields under patient information for. Patient age at the time of event", "age unit", sex", weight of the patient" and "weight unit". Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 4/17/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old female patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a retroperitoneal hemorrhage requiring paracentesis and surgical intervention. Post-procedure, the patient became hypotensive and retroperitoneal bleeding was confirmed via echocardiography. Paracentesis yielded an unspecified volume of fluid. Patient required vascular surgery. Patient required extended hospitalization in the intensive care unit (ICU) and the ward as a result of the adverse event for recovery from surgery. Patient fully recovered. Patient factors cited that may have contributed to the adverse event include tortuous femoral artery anatomy. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).